Event description:
The customer reported a leak from the unicel dxh 800 cellular analysis system. The instrument was generating high results for 6c controls. The volume of the leak was about 20 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/11/2015. The fse found an obstruction in the retic drain tubing. The fse cleared the obstruction, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).